Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have finished treatment and their teeth never moved. Their dentist told them they have a few chipped teeth on the bottom when they recently visited them. Per their dentist the aligners never fully aligned their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.